Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was discolored/abnormal additive form. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: there was an "additive abnormality, there was discoloration of the anticoagulant."

Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was discolored/abnormal additive form. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: there was an "additive abnormality, there was discoloration of the anticoagulant."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.